Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the lead replaced with a new one because of some weird things that happened.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 07-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.